Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. A pneumoperitoneum is a known complication of a peg tube/ j-tube placement. Per the instructions for use (IFU): to secure the peg tube, the peg tube should be pulled until elastic resistance is felt, keep under tension, secure fixation plate into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, the patient went to the emergency room (ER) due to abdominal pain. The patient was hospitalized with an unspecified intestinal infection and had an unspecified urgent surgery. On (B)(6) 2019, the patient had a CT scan and was diagnosed with a pneumoperitoneum related to the peg tube. The peg tube had not been placed well and had become detached from the stomach wall. There was no perforation found. On (B)(6) 2019, the j-tube was re-positioned in the duodenum. On (B)(6) 2019, the patient was discharged from the hospital.